Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented in clinic for a right ventricular lead implant. During the procedure, it was noted that the lead was stiff and could not be inserted into the catheter. A different lead was used, and the procedure was completed without issue. The patient was stable throughout.